Event description:
The reporter states, that she tested the customer and obtained 80mg/dl and 159mg/dl on the accu-chek advantage system. The reporter also states, that she obtained an additional comparison with results 80mg/dl and 136mg/dl on accu-chek advantage system. On both occasions, test results were obtained within 10 minutes. No reported action was taken based on the readings. No adverse event reported. New system sent to customer and return requested.